Manufacturer narrative:
Product complaint # ==> (B)(4). Information regarding patient identifier, date of birth, weight, race, and ethnicity were not provided. Section d.2b: procode is pgw/erl. Section d.4: the expiration date of the device is not known as the device lot number is not available / not reported. Section e.1: the initial reporter email address is not available / reported. Section h.4: the device manufacture date is not known as the device lot number is not available / not reported. Based on complaint information, the device was not available to be returned for analysis. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported issue documented in the complaint cannot be confirmed through functional evaluation and analysis. The lot number of the device is not known; therefore, manufacturing documentation review was not performed. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported event. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by acclarent, or its employees that the report constitutes an admission that the product, acclarent, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a primary hybrid functional endoscopic sinus surgery (fess) procedure, when they were in the patient¿s anatomy, the shaver blade images of a trudi shaver blade 4.0mm - straight (0°)- 5pk (tsb4str) began flickering and freezing on the trudi monitor. A white dongle was used when the issue occurred. No troubleshooting was performed. The issue remains unresolved. No non acclarent devices were used. There was no allegation that a death or serious injury occurred due to the use of the product. There was no report of the patient requiring medical intervention as a result of the alleged product issue.